Event description:
Customer reported ma errors while fluoring in high technique with heavy patient. No injuries were reported.

Manufacturer narrative:
The service rep found an x ray tube arching. He cleaned and lubricated candle sticks. He also checked voltages. All ok. The rep checked system batteries reading low. He ordered batteries, will return to install batteries.